Event description:
Procedure type: unk. Patient sex:unk. Reportedly, the devices have low performance and slow operation. The devices do not coagulate and hardly transmit energy. No further information was provided and no patient injury reported.

Manufacturer narrative:
Date of initial report: 2007